Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient experienced an event - complications other. Patient disease etiology is calcific, other and chronic inflammation with previous cardiac surgery (intracoronary ptca/ stent and thrombectomy) performed on (B)(6) 2013. Patient also received a pacemaker implant. This is a reportable valve-related adverse event per aats/sts guidelines. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected pot-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6) 2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.

Manufacturer narrative:
A review of the available information of the on-x prosthetic heart valve anatomic suture ring post-market study was performed. The purpose of the study is to assess the rate of occurrence of permanent pacemaker implantation within 14 days of surgery with on-x prosthetic heart valve with anatomic sewing ring when used to replace diseased aortic valves in human subjects through the use of a retrospective registry. The protocol for this study is as follows: this study is multicenter and retrospective. All centers will follow a common protocol in which eligible patients will be entered into the registry after the 14th postoperative day. No procedures will be done and only retrospective data covering the preoperative, operative and the first 2 weeks postop will be collected. The valve safety primary endpoint is "occurrence of permanent pacemaker implantation within 14 days of surgery as a valve-related adverse event per the definitions of the american association for thoracic surgery/society of thoracic surgeons (aats/sts) guidelines." The valve safety secondary endpoint is "occurrence of other valve-related adverse events within 14 days of surgery per the definitions of the aats/sts guidelines." Per the information available to us, this study began in 2013. The study was closed out (B)(6)2018 and we are now becoming aware of the primary and secondary endpoints reported by all of the centers. For each event, the date of implant, date of event, and valve-identifying information is unknown. As reported in the post-market study, the patient, a 69 year old, calcific disease etiology with chronic inflammation, mixed lesions with prior intracoronary percutaneous transluminal coronay angioplasty (ptca)/stent and thrombectomy in 06/2013, implanted with onxan or onxane model on-x valve in the aortic position per protocol, was on "prolonged mechanical ventilation" with subsequent "death related to respiratory arrest - possible aspiration upon extubation the second time." A permanent pacemaker (ppm) was implanted postop. Patient was noted to experience preop and postop atrial fibrillation (af). No other information is available following these observations as the protocol limits adverse event reporting to 14 days postop. The patient experienced respiratory complications commonly associated with prolonged ventilation and an inability to wean. Subsequent death occurred due to respiratory arrest and "possible aspiration upon extubation the second time." There is no indication that the reported events are in any way valve related. The cause of death due to ¿possible aspiration¿. The reported events are not indicated in any way as valve related. The instructions for use (IFU) provides instruction about the potential adverse events associated with the use of prosthetic heart valves which may lead to explantation, reoperation, disability, or death. The on-x heart valve risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. No action necessary. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
As reported in the on-x prosthetic heart valve anatomic suture ring post-market study, this patient experienced an event - complications other. Patient disease etiology is calcific, other and chronic inflammation with previous cardiac surgery (intracoronary ptca/ stent and thrombectomy) performed on (B)(6)2013. Patient also received a pacemaker implant. This is a reportable valve-related adverse event per aats/sts guidelines. This study is multicenter and retrospective. The implants were standard mechanical valve implant procedures and data was collected pot-operatively for events occurring within 14 days of surgery. The implant procedure was conducted sometime between 2013 and (B)(6)2018; the date of implant and valve-specific information is unknown. The reported event was collected retrospectively and not indicative of a real-time event occurring with the use of the on-x valve.